Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Additionally, during troubleshooting with tandem technical support, customer reported pump history was missing data. Customer¿s blood glucose level was 124 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.